Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinder strength was weak. A procedure was performed where saline was added to the reservoir. There were no patient complications.